Manufacturer narrative:
Customer reported that a pyxis anesthesia es system unexpectedly initiated a system update during a procedure. The customer reported a 10-to-20-minute delay. The customer did not disclose the nature of the procedure. Customer was able to manually restart the device. No patient or user harm was reported. This event is recorded in complaint number (B)(4). A technical support specialist remotely connected to the device and confirmed that the system update installation was successful. Customer confirmed device is operational.

Event description:
Customer reported that a pyxis anesthesia es system initiated a system update during a procedure. Customer did not disclose the nature of the procedure. Customer reported the duration of the delay to be approximately 15- 20 minutes. No patient or user harm was reported.

Event description:
It was reported by the customer that a bd pyxis anesthesia es system started to reboot by itself multiples times and stuck on windows update screen during a procedure. Customer also reported that the duration of the delay was approximately 15-20 minutes. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
The following fields have been updated with additional/corrected information: a1, b5, d1, d4, d5, e3, g1, h6. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from 02-sep-2020 to 02- sep-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident it was determined that the device stuck on windows update screen during a procedure. The technical support specialist confirmed that the issue was resolved. The system functioned as intended after the technical support specialist assessed the device.